Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that when the generator was booted up there was an internal service error. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: error code ¿ 200- (200 ref 67) was detected. Loom overmould 10 way psu to pk-sp rf was reseated to address the reported issue. Missing dust cover. Minor scratches on the unit. Loom overmould 10 way psu to pk-sp rf was reseated to address the reported issue and missing dust cover replaced. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that when the generator was booted up there was an internal service error. During in-house engineering evaluation, it was determined that the device had an error code 200. There was no procedure nor patient involvement reported. No additional information was provided.